Manufacturer narrative:
Evaluation summary : the protégé gps stent delivery system was received for evaluation with the lock housing separated from the manifold. No ancillary devices or cine images from the procedure were received. A 0.035¿ guidewire was able to navigate the full length of the delivery system with ease. The stent was deployed by pinning the proximal paddle and pulling on the manifold. The inner distal assembly of the stent delivery system was cut proximal of the stent retainer to allow examination of the sonic weld separation faces. The sonic weld separation faces exhibit good and complete sonic welds. The returned protege gps stent delivery system exhibited a sonic weld separation. The stent did not exhibit any abnormality or deformity. The liner of the outer sheath did not exhibit any signs of stent or retainer interaction. The liner of the outer sheath did not exhibit any signs of delamination.

Event description:
The physician was using a protege gps self-expanding stent system. During attempted deployment resistance was experienced and the stent could not be deployed, the device was removed. No clinical sequelae reported. Another stent was used. No patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.